Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys ft3 iii (ft3) and elecsys ft3 iii ver. 2 (ft3 v2) on two cobas 8000 e 602 module analyzers. The first sample also had discrepant results for the elecsys ft4 iii assay on both e 602 analyzer. The second sample also had discrepant ft3 and ft3 v2 results when tested on a cobas e 411 immunoassay analyzer. This medwatch will apply to the ft3 v2 assay. Please refer to the medwatch with patient (B)(6) for information related to the ft3 assay and refer to the medwatch with patient (B)(6) for information related to the ft4 assay. Both samples were initially tested on the customer's e 602 analyzer in (B)(6) 2022. The specific date of the event is not known. The initial values were reported outside of the laboratory. The samples were then tested on the customer's e 602 analyzer on (B)(6) 2022 as part of correlation testing for the ft3 and ft3 v2 assays. There were differences between the ft3 and ft3 v2 measurements. The samples were then provided for investigation, where they were tested on a second e 602 analyzer. The second sample was also tested on an e411 analyzer during the investigation. The first sample was repeated on a centaur analyzer. The serial number of the customer's e 602 analyzer is (B)(4). The ft3 v2 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 602 analyzer used for investigation is (B)(4). The ft3 v2 reagent used on this analyzer was lot 567499, with an expiration date of 30-nov-2022. The serial number of the e411 analyzer used for investigation is (B)(4). The ft3 v2 reagent used on this analyzer was lot 567499, with an expiration date of 30-nov-2022.

Manufacturer narrative:
For sample 1, there was no remaining volume available for further investigations. For sample 1, the investigation could not identify a product problem. The cause of the event could not be determined. During investigations, the values obtained by the customer for sample 2 could be reproduced. Further investigations of sample 2 determined it contains an interfering factor against the streptavidin component of the ft3 assay. Correct results were obtained with the ft3 v2 assay. The investigation could not identify a product problem.

Manufacturer narrative:
Sample 2 was repeated on the siemens centaur analyzer, resulting in the following values: tsh = 2.420 uiu/ml, ft4 = 1.31 ng/dl, ft3 = 3.3 pg/ml.